Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that zxr00 intraocular lens (iol) would not lay properly in the capsular bag despite several attempts to reposition it. The surgery was done on (B)(6) 2016. Reportedly, the problem was (lens dislocation) noted on (B)(6) 2016 when doctor decided to reposition the lens. The lens was repositioned on (B)(6) 2016; however, decentered lens was noted again on (B)(6) 2016. On (B)(6) 2016, doctor decided to do another repositioning; however, the doctor decided to explant the lens on (B)(6) 2016. The zxr00 lens was replaced with a monofocal lens. There was no incision enlargement or vitrectomy. No other patient injury. Patient is doing well. No additional information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 1/17/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The device issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.